Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator for urinary dysfunction. It was reported that during implant high impedances were observed. Removed battery from pocket. Lead removed from battery. Lead was cleaned and lead chamber in battery was checked to make sure no liquid was inside. Replaced lead back in ipg and ipg replaced back into the pocket. Impedance check done again with (+) impedance. Ipg removed again from the pocket. Lead retested with ens and good neuro response were noted. Decision made to replace battery. New battery programmed and lead placed inside battery. Battery placed back inside the pocket, impedance check done and no impedance was noted. Ran impedance test again to reconfirm, and no impedance was noted. Physician continued to close the pocket with sutures.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) reavealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.